Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Further investigation is being conducted and will be reported in the final report. Further information was requested but not provided yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following article was reviewed: abisi, s., elnemr, m., clough, r., alotaibi, m., gkoutzios, p., modarai, b., & haulon, s. (2025). The development of totally percutaneous aortic arch repair with inner-branch endografts: experience from 2 centers. Journal of endovascular therapy, 32(3), 730¿738. Https://doi.org/10.1177/15266028231184687. This was a two-centre, retrospective review of patients undergoing undertaking total percutaneous aortic arch-branched graft endovascular repair using combination of femoral and axillary routes between february 2021 and june 2022. The article reports the use of gore®viabahn®endoprosthesis with propaten bioactive surface (vsx device), gore® viabahn® vbx balloon expandable endoprosthesis (vbx device), gore® dryseal sheath, and gore® excluder® thoracoabdominal/arch endograft components as part of the repair strategy. The number of patients involved were 18 (15 male and 3 female patients) with an average mean age of 68 years. Six patients were treated for a residual aortic arch aneurysm following previous type a dissection with size range of (58-67 mm in diameter), 10 were treated for saccular or fusiform degenerative atheromatous aneurysm with size range of (51.5-80 mm in diameter), and 2 were treated for penetrating aortic ulcer (pau) with size range of (50-55 mm). The patients were generally older, high-risk vascular cases presenting with complex arch pathology such as aortic arch aneurysm or chronic dissection, frequently with comorbidities including hypertension, smoking history, and prior vascular surgery. A combination of bridging stents of the vsx device and the vbx device were used for the left subclavian branch from a transfemoral approach. For the brachiocephalic trunk bridging, a cook medical, or a 12- to 14-fr gore dryseal sheath to place an appropriately sized gore c3 excluder limb were used. The literature did not provide exact implant dates or full patient-level counts across both centres in a consolidated table. Reportedly, one patient a groin hematoma that was managed conservatively. Four of the patients, reportedly experienced early type 1c endloeaks with 2 of the patients involving the left subclavian artery (lsa) (involvement of vbx and vsx devices). Additionally, one of the patients which experienced the type 1c endoleak remained untreated and the endoleak was observed scan to be resolved via a computerized tomography angiogram (cta) upon follow-up after 6 weeks. The second patient, reportedly, necessitated a subsequent relining of the stent via the left brachial access under local anesthesia, 1 week after the initial procedure. The other 2 endloeaks involved the brachiocephalic trunk (bct) bridging limb and were relined by extension relined by extension of the stent 4 and 9 months after the initial procedures. The literature does not specify the devices (gore excluder or cook medical) used in the patients that experienced an endoleak in the bct bridging limb. Overall, the study concludes that total percutaneous aortic arch repair with inner branch endografts is feasible, effective, and shows promising early outcomes without the need for surgical incisions on the supra-aortic vessels.

Manufacturer narrative:
H6: coding updated based on the investigation and findings. Attachments: literature article attached. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.